Event description:
It was reported that the manufacturer representative was in the o.r preparing to interrogate the ins and hand it over into the sterile field when she got an error message stating "detected device is not supported by this version of application card. Contact medtronic technical services." The representative re-interrogated the ins and got a message 27: " warning: the detected device is not supported by this application card. Refer to the technical manual for a listing of supported devices. Press ok to end this session. (Nks)." The battery status was 100% and the representative hadn't removed the antenna from the box while interrogating the ins. Two different 8840 physician programmers were tried. The ins was not implanted, and a different ins was used.

Manufacturer narrative:
(B)(4).